Manufacturer narrative:
(B)(4). The reported complaint of "deflates slowly - pilot balloon" was confirmed based upon the sample received. The customer returned one-unit v5-10115 et tube, cf,7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No defects or anomalies were observed. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed on the returned device to test for proper inflation/deflation. A lab inventory syringe was filled with air and attached to the pilot balloon. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water to test for leaks. Upon injection of air, the et tube leaked from a hole in the balloon cuff. Upon closer examination, there was a line of small holes in the balloon cuff. It appeared that the cuff was scraped by something sharp, possibly the patient's tooth. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." A device history record review was performed, and no relevant findings were identified. All et tubes were 100% inspected for inflation and deflation at the time of manufacturing. It was unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. Associated MDR #3003898360-2023-01401, 3003898360-2023-01406, 3003898360-2023-01405.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. See associated MDR #3003898360-2023-01401, 3003898360-2023-01406, 3003898360-2023-01405.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. Associated MDR #3003898360-2023-01401, 3003898360-2023-01406, 3003898360-2023-01405.